Manufacturer narrative:
The user experienced severe hyperglycemia resulting in hospitalization while using the ilet. This situation can result in acute metabolic decompensation requiring hospitalization and is consistent with the reported inpatient admission and treatment with IV insulin and IV fluids. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data confirmed prolonged suspension of insulin delivery due to failure to complete the cartridge load process for several hours, followed by additional interruption of insulin delivery associated with an occlusion alert. Review of available information indicates the hyperglycemic event was driven by use-related therapy management factors, including incomplete cartridge loading and delayed response to alerts, with a possible contribution from infusion set or fluid pathway issues rather than abnormal ilet performance. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 26-jan-2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels reported as high as 726 mg/dl following interruption of insulin delivery. The user was transported by emergency medical services to the hospital, admitted, treated with IV insulin and IV fluids, and discharged (B)(6) 2026. No long-term health effects were reported.